Event description:
A site representative reported a navigation system articulating arm that did not lock properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement vertek arm ii shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the starburst end of the reference frame arm does not lock down completely when the handle is tightened. Also, the device end does not release immediately when the handle is loosened. The reported event was confirmed to be caused by a mechanical failure mode. The device was replaced to resolve the issue.